Event description:
Customer is complaining about: customer contacting cts to report a barcode misread by the sample camera to a patient sample. Customer reports the sample barcode was read by the provue as 722689 to batch # 4783 for the type 2cell screen test. Customer identified the misread while trying to upload the test results into their lis and no sample matched the incorrect barcode. The actual barcode is 722687. Cts confirmed no incorrect or erroneous results have been reported as a result of the reported concern. Customer reports the same sample and its barcode were loaded and correctly read by the provue sample camera. Barcode read correctly as 722687 and testing (batch 4784) yielding the same results as the last batch. Customer adds that 2 similar events by the provue with 2 other samples but could not provide any specific details such as the date they occurred or the actual sample ids. Customer indicates their confidence that no incorrect or erroneous results were reported to the additional 2 events the customer noted. Complainant name: same as reporter problem description: issue started on: (B)(6) 2013, frequency: x3 sample ID: 722687 error occurred during: lis uploading of results other relevant details: actions taken by customer: (before calling) cusotmer has reloaded the sample several times onto the provue and each time the provue successful read the same barcode correctly as 722687. Customer has read the same barcode by using the hand held scanner and reports the hand held scanner read the barcode correctly as 722687. Troubleshooting: no smudges or cracks in the barcode. Customer reports the barcode has a normal appearance. Cts advised the customer to save that sample and the barcode for the fe to further troubleshoot. Cts advised the customer that a service order would be generated.

Manufacturer narrative:
The root cause that led to this event cannot be determined based on the information reported by the customer. The fe responded to the site and verified that the instrument is performing to specifications. There were no reports of any affects on quality control testing before or after the service call. There was no reported harm to any patients. (B)(4).